Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the provided information it was not possible to determine whether the reported appearance of type ai endoleak was related to the device or the procedure. No information available about the dimensions of the patient¿s aorta such as the proximal diameter and length of the nonaneurysmal aortic segment. The history record of the device appears to be complete and correct with no evidence to suggest that the device was not manufactured according to spec. Cook medical will continue to monitor for similar events.

Event description:
Description according to study: this (B)(6) old male patient in the (B)(6) study had a type ia endoleak noted on a follow-up CT (3 days post-procedure). On (B)(6) 2015, a proximal component (zta-pt-32-28-201, lot # unknown) was implanted without difficulty. The left subclavian artery (lsa) was covered with the proximal zone of stent graft implantation being in zone 1. No additional procedures were performed. On the final completion angiogram, there was no evidence of an uncorrected endoleak. On (B)(6) 2015 (3 days pp), a follow-up CT showed a type ia (proximal end) endoleak which had not been present on the previous film read. This did not result in a new clinical event or intervention. There was evidence of false lumen perfusion with the source noted as ¿residual flow over primary entry.¿ patient outcome: on (B)(6) 2015 (5 days pp), the patient was discharged from the hospital. No further information has been received.

Manufacturer narrative:
(B)(4). Catalog #: zta-pt-32-28-201. Similar to a device with 510(k) p140016. Investigation is still in progress.

Event description:
Description according to study: this (B)(6) male patient in the (B)(6) study had a type ia endoleak noted on a follow-up CT (3 days post-procedure). On (B)(6) 2015, a proximal component (zta-pt-32-28-201, lot # unknown) was implanted without difficulty. The left subclavian artery (lsa) was covered with the proximal zone of stent graft implantation being in zone 1. No additional procedures were performed. On the final completion angiogram, there was no evidence of an uncorrected endoleak. On (B)(6) 2015 (3 days pp), a follow-up CT showed a type ia (proximal end) endoleak which had not been present on the previous film read. This did not result in a new clinical event or intervention. There was evidence of false lumen perfusion with the source noted as "residual flow over primary entry." Patient outcome: on (B)(6) 2015 (5 days pp), the patient was discharged from the hospital. No further information has been received.

Event description:
Additional information provided: on (B)(6) 2016, the investigative site submitted an adverse event for the endoleak. The site did not consider the adverse to be serious or device-related, but the event was thought to be related to the study procedure. On (B)(6) 2016, the patient was hospitalized for a secondary intervention to treat the type I endoleak. The patient underwent ¿proximal neck angioplasty under pacing.¿ at the completion of the procedure, there was no evidence of an uncorrected endoleak. Patient outcome: on (B)(6) 2016, the patient was discharged.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. Summary of investigational findings: the incident was re-investigated due to imaging received 25jan2018. The investigation is based on review of complaint history, device history records and the instructions for use (IFU) as well as imaging. The imaging review confirms the reported type ia endoleak which was seen postoperatively. The patient initially has a type b descending thoracic aortic dissection with the entry tear just distal to the left subclavian artery (lsa). The thoracic aorta also shows aneurysmal degeneration with the proximal sac beginning 13 mm distal to the left common carotid artery (lcca). All of these anatomic findings are outside of IFU for this thoracic device. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.